Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. On evaluation of the returned device, it was noted that the stent was partially exposed from the sheath on return. The lockwire was still in place. The red shuttle deployment mark was towards the back of the handle. The sheath was cut in the lab to check if deployment was possible and it was not. The handle was opened in the lab to show that the flexor had broken due to the pressure build up as a result of the sheath separation. The green lockwire was seen to be inside the yellow marker band. The yellow marker was exposed due to the sheath separation. The polyimide was bent between the stent and the yellow marker possibly due to the position that the elevator was in. Comment made by engineer present ¿ the elevator was possibly closed fixing the outer sheath which caused the separation. The customer complaint was confirmed as deployment was not possible, and the distal flexor was separated (but not detached) which caused pressure build up and the flexor to then break inside the handle at the shuttle cap. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. Prior to distribution, all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-fc-10-11-8-b device of lot c1314010 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." ¿with elevator open, advance until endoscopically visualized exiting endoscope.¿ ¿under fluoroscopic guidance, with elevator open, continue to advance the device in short increments until the stent is fluoroscopically visualized through the stricture.¿ ¿note: do not push forward on the delivery system with stent partially deployed¿ ¿note: the stent can be recaptured a maximum of three times.¿ from the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The carrier system got torn upon release. As per complaint form: during the implantation the stent was repositioned several times. When they tried to reopen the stent they suddenly heard something cracked. When they took out the evolution system, they saw, that the delivery system was cracked. The procedure was finished with an leuffen stent stent was removed partially deployed from the patient.